Event description:
For the past one month, the patient experienced the following withdrawal symptoms: intermittent episodes of increased spasticity, and intermittent episodes of itching. There were no pump alarms. They had checked for volume discrepancy, however, no issue was determined. No diagnostic studies were performed. Drug delivered was lioresal 500mcg/ml at a daily dose of 61.42mcg. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had experienced pruritus and severe spasticity on 2 separate occasions. The patient did not require hospitalization; and was noted as being without injury. It was indicated that as of today the patient reports no other incidences. The cause of the event was undetermined as they were awaiting work-up. A catheter dye study was planned. The patient was scheduled to see a physician on (B)(6) 2012.

Manufacturer narrative:
Catheter model: 8709 sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).